Event description:
It was reported that during surgery they were trying to aspirate the 20ml pump but could not remove any more than 12 ml from the pump. This was tried for about five times and each time the syringe was held in place for 2-3 minutes maintaining negative pressure but no more saline could be aspirated. Eventually another pump was used and successfully aspirated about 17ml. No drug was used in the pump. Pt outcome was stated "as expected".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis for the pump revealed no anomaly found.